Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: further review prompted a change in the device analysis results. The change is reflected in this report.

Event description:
It was reported that the user indicated that there was a system report observation of a capture management warning, which resulted in the patient being brought into the clinic unnecessarily for a device interrogation. The user thought there was a lead problem due to the report on the website. Further investigation indicated that there is an acute phase where the voltages will change until the target area for lead optimization is reached. When the patient was brought in, the lead thresholds were "excellent." The patient's leads and device are still in use per company patient registration database. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.